Event description:
Pt reported obtaining blood glucose result of 398 mg/dl, while using the suspect device. Based on this result, pt reportedly delivered 8 units of insulin lispro. Pt indicated that, 5 minutes later, she retested her blood glucose using the suspect device and obtained a result of 181 mg/dl. An unspecified time later, pt reportedly lost consciousness, hitting her head during the fall. Pt stated that 3 hours and 45 minutes after she obtained the result of 398 mg/dl, someone knocked on her door, and when she did not respond, phoned the ambulance. Upon paramedics' arrival, 25 minutes later, pt's blood glucose reportedly measured 42 mg/dl (on paramedics' meter). Pt was treated with a glucogon injection and transported to the hosp for additional treatment. Pt stated that, once at the hosp, she was given a meal and released-4 hours later. Pt's current condition: "alert, oriented, and tired." Two level one quality controls tests were performed on the suspect device and the results fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.